Event description:
Customer states, patient reportedly received result of 478 mg/dl on the inform system and 196 mg/dl on a lab value within 10 minutes. No actions taken based on device results. No adverse event related to the device reported. Request return of suspect device, and replacement was sent.